Event description:
Boston scientific received information that this right atrial lead displayed high thresholds. Upon a revision procedure it was not possible to extract this right atrial lead thus the lead was capped. It was noted that this patient had twiddlers syndrome and the lead had dislodged resulting in high pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.